Event description:
Name of procedure: gb event description: [name] hospital "the new product was opened and used, but the clip did not fire from the start. Despite multiple attempts to fire, the clip did not fire." Product is available for return. Additional information was received via email on 03dec2025 from [name], amk regional sales manager: "the first clip failed to fire. It occurred 1 time. Domestic one-port trocar product was used. The clip did not seat into the jaws. There was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Additional information was received via email on 21dec2025 from [name], amk regional sales manager: "it was confirmed that the lot number for this complaint product is (B)(4). Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: gb. Event description: [name] hospital. "The new product was opened and used, but the clip did not fire from the start. Despite multiple attempts to fire, the clip did not fire." Product is available for return. Additional information was received via email on (B)(6) 2025 from [name], amk [applied medical korea] regional sales manager: "the first clip failed to fire. It occurred 1 time. Domestic one-port trocar product was used. The clip did not seat into the jaws. There was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Additional information was received via email on 21-dec-2025 from [name], amk [applied medical korea] regional sales manager: "it was confirmed that the lot number for this complaint product is (B)(6)." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient. Lot number section has been updated from unknown to 1533934.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, and clips did not load for every actuation. Additionally, damages were observed on the trigger component and excessive lubrication was observed in the internal components. Based on the damages observed on the trigger nub, it is possible that the reported event was caused by rapid actuation of the device. The excessive lubrication observed may increase the probability of the clip not loading into the jaws if the device was rapidly actuated. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.